Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl and a no delivery alarm. Customer also indicated that the pump shut off in the middle of the night. The customer treated with insulin. Customer indicated that they want a replacement pump only. Customer's call was transferred. No further details given.